Manufacturer narrative:
Cmpl (B)(4). B5: describe event or problem ¿ additional information. G3: date received by manufacturer ¿ additional information. G6 type of report ¿ additional information. H2: additional information/device evaluation information. H3a: device evaluated by manufacturer ¿ additional information. H3b: evaluation included - additional information. H6: type of investigation ¿ additional information. Concomitant medical products ¿ additional information.

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.